Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate atp and shocks via merlin.net transmission. Episodes also revealed that the patient experienced atrial tachycardia. Review of the vf episodes indicated inappropriately delivered therapies. Programming changes were made. The patient was asymptomatic throughout.